Manufacturer narrative:
H11: upon further investigation, this record was determined to be a duplicate record of MFR report number 2518422-2023-17218. The investigation will be documented under MFR report number 2518422-2023-17218. Therefore, this complaint no longer meets reportability requirements.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a touchscreen fault. At this time, it is unknown if the device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. Resolution and disposition are pending.